Event description:
In 2004 a patient had shoulder surgery lasting 3 to 4 hours. The pt was sitting in a beach chair position under general anesthesia. According to the directions on the sensor package, the pt's skin was cleansed with alcohol before applying the sensor. The sensor was applied to the right side of the pt's head then a head strap was placed across the forehead. According to the surgeon, the head strap was as tight as it could be then additional tapes were applied over the head strap because the head was not secure enough. In the recovery room, the surgeon observed redness on the pt's forehead. The next day, the pt called the surgeon reporting redness, itching and burning on their forehead. The surgeon prescribed steriods for the patient. A day later, the pt went to the hosp due to excessive facial swelling, eyes barely able to open, and bilaterial facial swelling down to the mid cheek level. Pt was treated with steroids and antibiotics. Pt was sent home after 4 hours. As of may 2004 the irritation was reduced but had not completely resolved. The surgeon pt did not know there was a bis sensor on the pt until after surgery when the pt was experiencing irritation. The surgeon stated he was sure there was direct pressure on the sensor.